Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with an enlarged atrium a first clip, a triclip xtw, was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, the user forgot to pull the lock line, and the standard establishing final arm angle (efaa) and deployment process was continued. After the clip delivery system (cds) was retracted, the clip opened to an inverted position and remained connected to the cds via the lock line in the right atrium. The clip was then quickly deployed on the tricuspid valve. To remove the cds, a surgical vascular removal was required. The patient was noted to be hemodynamically stable throughout the procedure. The procedure was completed, and the tr remained at a grade of 3. It was noted that there was clinically significant delay.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 on a patient with an enlarged atrium a first clip, a triclip xtw, was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, the user forgot to pull the lock line, and the standard establishing final arm angle (efaa) and deployment process was continued. After the clip delivery system (cds) was retracted, the clip opened to an inverted position and remained connected to the cds via the lock line in the right atrium. The clip was then quickly deployed on the tricuspid valve. To remove the cds, a surgical vascular removal was required. The patient was noted to be hemodynamically stable throughout the procedure. The procedure was completed, and the tr remained at a grade of 3. It was noted that there was clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and per the account, the reported improper or incorrect procedure or method (user error) resulting in unintended movement associated with clip opened while locked and subsequent tr was related to the user inadvertently forgetting to remove the lock line during deployment process. The reported patient effect of tricuspid regurgitation is a known possible complication associated with triclip procedures. Surgical intervention and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.